Manufacturer narrative:
Per follow-up, clinical specialist reported that for some patient's, the "point" of the pump seems to wear at one particular place and therefore may cause skin breakdown. Pump site skin erosion is a known risk and is included in the instructions for use under 'possible risks associated with programmable implantable pump'. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a pump site revision. Cs reported that the revision was due to skin breakdown at the pump site. The pump was subsequently moved and the catheter was trimmed to reattach securely.